Event description:
A customer contacted beckman coulter inc (bci) regarding falsely low results for several cartridge chemistries (cc) generated by the unicel dxc 800 pro synchron clinical systems. Cc results were suppressed oir low or resulted falsely low. The results were reported out of the lab. Per customer, they repeated all the samples and sent amended reports as needed. No specific patient information is available. Chemistry results were not supplied. The customer indicated that there was no effect to patient in connection to this event.

Manufacturer narrative:
Per customer, qc before the event was normal; however, qc data was not provided. A field service engineer (fse) was dispatched: the fse repaired the reagent probe subassembly which resolved the issue. On a recur event, any cc results could be affected. Treatment initiated or withheld based on erroneous cc results could contribute to serious injury. Although the fse performed repairs to the instrument, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.